Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer changed supplies as necessary and resumed insulin therapy as corrective action.